Event description:
On (B)(4) 2012, the reporter claimed that the bedtime and morning basal rate setting on the animas insulin pump was not correct and had been changed without any user input. After the issue began, the patient had blood glucose ranging from 300-400 mg/dl before bedtime and awoke with blood glucose readings of 200-300 mg/dl. The patient's doctor indicated that the patient is going through puberty and may need more insulin. In addition, the patient is a gymnast and is very active. During troubleshooting, the animas representative confirmed the date and time was set correctly. The basal rates were corrected by the doctor a day ago. The pump setting including insulin to carb ratio, insulin sensitivity factor, blood glucose target, and insulin on board was setting accordingly. The basal rate setting issue could not be duplicated at the time of troubleshooting. This complaint is being reported due to the alleged basal rate setting issue. The patient's blood glucose and condition did not meet animas criteria of a serious injury. In addition, there was no report the patient have any symptoms or required hcp medical intervention to suggest a serious injury.

Manufacturer narrative:
Follow-up #1 (8/31/2012): correction: there was no adverse event associated with the alleged product malfunction. There was no life threatening and no required intervention. Deselect -adverse event. Deselect- life-threatening and required intervention to prevent permanent impairment/damage (device). Deselect- serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the audio bolus button was noted to be missing; however, on testing the audio bolus button contact was functional. A damaged audio bolus button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged audio bolus button should be clearly visible and warns the patient to discontinue using the pump. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.